Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving a vibratory alert from the device. Upon interrogation, it was noted that the right atrial lead exhibited low impedance and sensing amplitude variation. Programming changes were made. The patient was discharged after the changes.